Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Hook and link damaged. The injection port with the locking connector and 3.5cm of catheter were returned for evaluation. Note the tubing strain relief was not returned for evaluation. Upon visual inspection, it was observed that hooks were returned deployed and that the actuator ring was in unlocked position. The locking connector was in locked position. Biological debris was found inside hooks, actuator ring and around the housing connection, it was also noted that the actuator ring was scratched. The septum had six punctured marks. It was also observed that the tip from one hook was bent. A functional test was performed on the injection port with an unsuccessful result. Hooks would not retract. The injection port was disassembled and it was noted that four (4) links were still attached to the actuator ring but, none of them are linked with hooks. When injection port was totally disassembled it was noted that the three (3) links were bent and one (1) link was broken. A small piece from the broken link was found in the port body. A review of the product's instruction for use (IFU) was performed and it was outlined that tissue growth may impede ability to rotate the actuator ring and retract the fastening hooks, so the injection port may require dissection from the fascia for removal; and it is also noted that if an excessive force is applied on the actuator ring beyond the locked or unlocked position could damage the injection port's fastening hook mechanism. It may be suggest that links were damaged when the surgeon was attempting to reposition the port. This is supported in the fact that the surgeon was not used port applier to remove the injection port. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process indicates that all devices are inspected prior to release, it is therefore unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that during an open hernia repair, the port of the patient's gastric band was interfering with the procedure. The surgeon attempted to reposition the injection port and it would not move. The surgeon then loosened the tissue around the injection port with a bovie and the metal fastening hooks would not retract. The surgeon used a hemostat clamp and a bovie to cut the port out. They then completed the hernia procedure and replaced the port. The patient is fine. The surgeon chose not to use the injection port applier to remove the port.